Manufacturer narrative:
While troubleshooting the issue with olympus technical support, the reporter indicated the image displayed as expected. A problem was not found and a cause could not be assigned for the observed color bars and no image.

Event description:
A user facility reported to olympus that the plugged a scope into the cv-190 and only color bars displayed. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed."